Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012444 in question was manufactured at the reynosa site. · threshold analysis: a query was run on 08-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012444. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. · device history record (DHR): the lot 6012444 was manufactured according to the work instruction (wi) version 121 and manufactured in the line 06 on 18-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples were already tested in the complaint (B)(4). All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 48 hours. The patient noticed symptoms 3 or more hours of insertion. The patient visited to emergency room (ER) on (B)(6) 2025 and was subsequently hospitalized. The patient was admitted to intensive care unit (ICU). The blood glucose level was 688 mg/dl at the time of the event. The patient got treated with IV and fluids of saline and insulin. The patient was released after 3 days from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012444 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012444 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012444 was manufactured according to the work instruction (wi) version 121 and manufactured in the line 06 on 18-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to corrective and preventive action (CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
To date no additional patient or event details have been received.